Manufacturer narrative:
The insulin pump did not alert with any unexpected battery out limits during testing. The unit also passed the displacement test and off no power test. Intermittent button response was found on two buttons due to corroded keypad traces. The unit was received with high idle current due to moisture damage on all electronic assemblies. There was moisture damage on the motor assembly as well. The following physical damage was also noted: a cracked lcd window, cracked casing at the lcd window corners, cracked reservoir tube lip, scratches on the reservoir tube window, and cracked battery tube threads. (B)(4).

Event description:
It was reported via phone call that the customer's insulin pump had an unresponsive keypad as of three days ago. The patient's blood glucose at the time of incident was 76 mg/dl. Troubleshooting was initiated for the keypad anomaly. The unresponsive buttons were discovered during a bolus attempt for breakfast. The pump also received a battery out limit that the customer could not clear due to the keypad issue. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.